Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2015 that utilized a paragon 28 bone tap. As the user tapped the bone, the flutes of the tap detached from the body of the device. The broken fragments were not removed from the patient.